Event description:
Surgeon removed polyethylene insert and noticed wear on top and bottom of insert.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.